Event description:
It was reported that the patient was hit by a door in (B)(6) 2013 and lost access to sound after the incident. The decision has been made to re-implant this patient but a date is not yet known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.